Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a procedure wherein a seroma was removed from the patient's pocket site. Upon further assessment, it was reported that the patient had developed a pseudomonas infection at the pocket site. Symptom of fluid around the ipg was noted. The physician believed that the infection was not device related and it was unknown what caused it. The patient was prescribed antibiotics and was reportedly doing well.